Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device history record review confirmed that device conformed to specifications at the time of shipping. During a preventive maintenance, the field service engineer (fse) observed that the yellow connector of the device was damaged with a crack. There was damage to the push plate as well. Fse replaced the yellow connector and the push plate. Fse performed functionality test; the device was functional as required. Equipment was repaired and verified according to original equipment manufacturer instructions. Root cause of the cracked yellow connector cannot be conclusively determined. However, it is likely that the event occurred either because connector in the reprocessing basin was hit by something hard or by age deterioration. The user can detect the event by inspecting equipment in accordance with the following statements in the instructions for use (IFU): chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Event description:
When the field service engineer (fse) was on site at the facility for a preventive maintenance, fse observed that the yellow connector of the device was damaged with a crack. There is no patient involvement.